Event description:
It was reported that a patient is experiencing pain and is bedridden approximately ten years post implantation due to a nickel allergy. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10- medical product gsf femoral component porous size 1 left item# 00541601401, lot# 61328279. Articular surface ultracongruent size 1 2 left 16 mm height item# 00542801116, lot# 62236161. Metal backed patella component porous size 0 item# 00541800000, lot# 62996505. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.